Event description:
It was reported that during a total knee arthroplasty (tka) procedure, both the right and left robotic-assisted solution saw interfaces experienced unspecified malfunctions while making cuts. Additionally, there was a change in the distance between the saw and the device, and errors indicating "excessive leg movement" were appearing. The devices were utilized together with the robotic assisted base station device and the robotic assisted satellite station device. During in-house engineering evaluation, it was determined that the robotic-assisted solution saw interface (left) device was loose. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11: additional narrative: the actual device was returned for evaluation. Visual analysis of the left-sasi device revealed no significant damage or visual defects that could have contributed to the reported event. The device shows moderate wear, which is consistent with multiple uses in a clinical setting. A functional test was performed using saw wing fixture. The assessment found the sasi saw clamp lever articulated freely without the fixture engaged. However, during functional testing with the fixture attached, undesired movement or play was observed between the sasi clamp and the sasi itself. Additionally, it was noted that minimal force was required to open the saw clamp lever while the saw wing fixture was engaged. The overall complaint was confirmed as the observed condition of the velys saw interface left would contribute to a device issue. The issue related to the looseness is being addressed through a CAPA. The assignable root cause was due to design.